Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v063929, implanted: 2007 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Additional information received reported the patient did not have any concerns regarding their device or therapy.

Event description:
2014 (B)(6), crts (B)(4). It was reported, the implantable neurostimulators (inss) were only 2-2.5 years old. The inss weren¿t replaced due to expected longevity; it was noted the left side didn¿t work. They went to get programming changes in (B)(6) 2013 and ¿it only lasted a week or two.¿ the patient went back in (B)(6) and over the summer ¿it was really bad.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2014-22236 for information on the patient's concomitant system.